Event description:
It was reported that during preparation of the 3.0 x 38 rx zeta stent system, the stent dislodged from the balloon when the protective sheath was removed. The device was not used and there was no patient involvement. A new 3.5 x 38 multi-link zeta was used successfully and there was no significant clinical delay in the procedure. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood and contrast visible. The stent implant was dislodged from the balloon and was returned on the stylet, confirming the reported dislodgement. There were stretched struts in the first and second rows of the distal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple kinks in the shaft distal to the guide wire exit notch, for a length of 2.1 cm. There were multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks and bends may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The inner diameter of the protective sheath was measured and met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. It is possible the protective sheath and stent were inadvertently handled during removal, resulting in the stent dislodgement; however this could not be confirmed. Additional handling during packing for return analysis may have contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined; however, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.